Manufacturer narrative:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. The customer drank juice to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. The customer drank juice to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. The customer drank juice to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.